Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-04348. The patient has 2 model 3268 occipital leads. The patient reported not being able to increase stimulation amplitude. The patient also reported experiencing a "pop" in her back a week prior to the stimulation issue. An sjm representative was unable to resolve the issue with reprogramming. Diagnostics revealed high impedance values for both scs leads. X-rays were inconclusive. The patient has requested a system explant due to non-sjm related issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2016-04348 . Additional information received identified the patient's scs system was explanted.